Manufacturer narrative:
(B)(4), the customer returned one unit of 528235 visistat 35w 6/box for investigation. The sample was returned sealed in its original packaging. Visual examination of the returned sample revealed that the bottom was detached from the cover block. It appears that the bottom was not properly welded onto the cover block , which caused the staples, rail, and pusher to fall out of the stapler. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of stapler jamming could not be confirmed since the actual sample was not returned. One representative sample was returned. The stapler was returned with a detached staple feed assembly from the cover block. It appears that it was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out of the stapler. Actions to mitigate defects for this issue were established as part of a non-conformance. The returned sample was manufactured prior to these corrective actions. Since the complaint was reported on staples jamming during use, the probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from part number 528236 visistat 35w non-sterile lot number 73m2300108 the staplers were functionally inspected and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".